Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right ventricular (rv) lead was dislodged and had high pacing thresholds. The patient had a surgical procedure to reposition the lead. The lead remains in service. No adverse patient effects were reported.